Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost." The treating doctor shared that the potential root cause could have been pressure from the insertion of the aligner. Align's clinical review: a review of the available records indicated that the treating doctor reported extraction of the upper right second temporary molar, followed by placement of a dental implant. Initial treatment records, including bitewing radiographs, showed a radiolucent area on the distal aspect of the affected tooth consistent with dental caries, supporting a compromised prognosis at baseline. The radiographs did not clearly confirm the presence of a permanent successor tooth, while a more recent scan appeared to show a healing cap associated with a dental implant, indicating the tooth was absent at that time. There is no conclusive evidence provided that supports or opposes whether the invisalign system caused or contributed to the reported permanent damage. Based on the available information, the patient had permanent damage, and the invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the event, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient had symptoms of tooth loss of upper right second temporary molar .the patient reported visiting a dental specialist and required medical intervention in the form of implant surgery. The patient did not report taking or being prescribed any medication to alleviate the reported symptom. The patient is continuing treatment with the invisalign system and is currently asymptomatic.